Manufacturer narrative:
The baxter technician found the left siderail cable needed to be replaced. Per the hillrom service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left siderail cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the resident bed frame wend down when it was powered on. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.